Event description:
An initial report of patient hospitalization was received by united therapeutics on (B)(6)2023, and forwarded to millyard advanced medical products, llc on (B)(6) 2023. The clinician reported that the patient is in the ER, having pump issues. The patient forgot their remote at home. The status of the patient's backup pump was not reported. The clinician reported that the patient will be transitioned to IV remodulin if they are unsuccessful restarting subcutaneous remodulin therapy at the hospital. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.